Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective flow sensor. The defective part was replaced and a long time test was performed successfully. The water-flow was tested and a test run was performed. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The incident occurred during cleaning cycle so there was no patient involved. (B)(4).